Event description:
Additional information indicates the system was not removed. The system is still implanted in the patient. No issue reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2020-48015, 1627487-2020-48016, 1627487-2020-48018. It was reported the system was explanted on an unknown date for an unknown reason.